Event description:
Initial result for a patient sodium was 132 mmol/l. When repeated, the result was 139 mmol/l. The incorrect result was not reported. The field service rep found the pinch valve was not closing completely and repaired the instrument by replacing the pinch valve.